Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom air in line alarm was confirmed and reproduced. The evaluation found the upstream sensor's upper and lower fluid numbers to be out of specification. Low ultrasonic readings make the pump more sensitive to air and upstream occlusion alarms. As a result, the upstream sensor was replaced.

Event description:
It was reported that a pump has false air in line alarm at start up. There was no patient involvement.